Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that this device exhibited a power consumption increase at the same time the patient started to show atrial fibrillation (af). Atrial fibrillation has been continue rapid conduction was also noted. Automatic threshold was not able to test due to rate was too high for several days.the faster depletion appears to be due to the increased atrial sensing. Reprogramming options were suggested for this device. No adverse patient effects were reported.